Manufacturer narrative:
No sample has been returned for investigation, thus, we were not able to test the complaintant sample, additionally, the lot number was not provided, due to no lot information, we were not able to test/inspect retention sample. However, a photo of the failed product was provided and used as input for the investigation. The reported failure of breakage of the device was confirmed by the photo. The user stated that the scope was split in two during the procedure. The scope was in good condition during pre-check. The suspected cause of the reported failure could be insufficient glue applied on the main tube during assembly, insufficient lubricant used when inserting the scope into the dlt or that the user used a smaller size of dlt tube during procedure than what is reccomended in the IFU. If sample is returned at a later date, we will investigate complainant sample and if required, we will submit follow up report.

Event description:
During a lung transplant procedure the ambu ascope 4 broncho was used to check the position of the double lumen tube (dlt). The scope fractured app. 3 cm above the distal tip. The tip of the bronchoscope was stuck inside the dlt. The dlt had to be removed and the patient was reintubated. The patient condition was not affected by this issue.